Event description:
During a laparoscopic procedure, the lap probe would not ignite (no rf beam), so the doctor requested more wattage and more argon gas. Then an ignition took place and caused a flare-up which caused the heat shrink on the tip of the probe to fold back. There was no injury or harm to the patient.